Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cochlear implant procedure, the nim vital was set to intermittent/short stimulus tone. A prass surgeon control probe was utilized. The surgeon reported that on multiple occasions he touched the probe to the patient and no tone was generated. He also reported that on other occasions a tone was generated when the probe was touched to the patient, but then several subsequent touches (after pausing 1-2 seconds in between touches) generated no tone. He stated he was accustomed to the nim 3.0 console not generating a tone on every single touch of the probe to tissue, but the no-tone behavior he observed during this case was excessive and caused concern that the nim console was not working properly. The electrodes were checked and were suitably under the patient's skin and the connection to the patient interface was correct. The prass probe was also noted to be correctly connected to the patient interface. The stimulus delivery readout under the stimulation setting on the console was noted to show the appropriate milliamp output with each touch of the probe to the patient. The procedure was completed with reported product and there was no patient injury related to the event.